Event description:
A company representative reported that the tips of two capri tapered drivers deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two capri tapered drivers.

Manufacturer narrative:
Correction: b5. An updated communication received from the field indicates that only one capri tapered driver deformed. This event is captured in 3004774118-2025-00107. Therefore, there is no allegation of device failure against the device captured in this record; this device is concomitant and this event is no longer reportable to the FDA.

Event description:
A company representative reported that the tip of one capri tapered driver deformed intra-operatively.